Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to "obstruction of the coronary orifices."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. E-mails requests to sales representative for additional information and return of device on 01/14/10 and 02/11/10 to no response.

Event description:
Reportedly a 3000tfx, 21mm was explanted at implant due to surgeon felt that the valve did not look right, so he decided to explant to valve and replaced it with a 3000tfx, 19mm. No additional information is available at this time.

Manufacturer narrative:
Surgeon felt that the valve did not look right. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.